Event description:
Philips received a complaint on the defibrillator indicating that the connector cover for therapy port was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This follow up is to address below investigation update and correct health impact code grid. Available information indicates that the connector cover for therapy port was broken. The reported issue was due to malfunction of therapy collar assy. The therapy collar assy was replaced and the device returned to full functionality. Multiple good faith efforts were made to obtain additional information regarding device use and issue, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of therapy collar assy. The root cause of which could not be determined. The reported problem was not confirmed.

Manufacturer narrative:
This is to correct component code to "electrical port".

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed.